Event description:
It was reported by a customer on (B)(6) 2011, the fiber forward fired and/or the fiber was damaged at the tip at 7,267 joules. Also, it was reported that the fiber cap detached. Per the customer, the fiber cap was retrieved. No patient injury was reported.